Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria

Event description:
It was reported that a patient's blood glucose levels (bg) reached 325 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the arm. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The bottom housing cannula-opening and environmental seal were inspected for damage that may be an indication of improper insertion of the cannula, and nothing was found. The cause of the reported improper insertion could not be conclusively determined. Data downloaded from the device contained timeouts toward the end of the run. The drive mechanism was inspected: no damages or defects were noted. The device was reset, paired, with a pdm and a 5u bolus was delivered. No issues noted with the rerun dat